Manufacturer narrative:
The insulin pump unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test. Unit passed self-test. Unit passed a21 error test. No unexpected a21 alarm. No a17 noted. No memory anomaly noted during our testing. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of memory anomaly, unexpected restart and external ram crc error. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.